Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B) (6) 2009. According to the complainant, during the procedure, one of the forceps jaws came off inside the patient and is unknown whether it was retrieved from the patient. There was no information provided surrounding any patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was not known.

Manufacturer narrative:
(B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).